Event description:
A report was received that the patient had passed away. The cause of death has not been disclosed at this time.

Manufacturer narrative:
Additional information received indicated that the physician would not provide an other details. Additional suspect medical device components involved in the event: model#:sc-8120-50, (B)(4), model description: artisan 2x8 paddle lead (with slotted electrodes), 50 cm a review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the devices found them to be satisfactory.

Event description:
A report was received that the patient had passed away. The cause of death has not been disclosed at this time.